Event description:
A hospital in (B)(6) reported that they had numerous mr290v humidification chambers which had cracked while in use on a sensormedics hfo ventilator. They had then used an mr290hfv chamber which they alleged had also cracked but had been discarded. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Two mr290v chambers were returned and were visually inspected for damage. Results: in both cases there was a vertical crack extending from the cleft of the front baffle to the base of the chamber. A lot check revealed no other complaints of this nature for lot number 091106. Conclusion: the root cause of the cracks cannot be determined, however, it is possible that the cracks were caused by abnormal stress placed on the chamber dome, aggravated by use with a high frequency oscillatory ventilator. A chamber crack will cause a drop in pressure and the ventilator will alarm, thereby, alerting the user to replace the chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber alert the user to perform the following: ensure that the appropriate ventilator alarms are set. Perform a pressure and leak test on the breathing system before connecting. All mr290 chambers are pressure tested and visually inspected prior to distribution. These tests check for physical damage and leaks. Any chamber which fails the pressure testing or visual inspection is rejected. (B)(4).